Manufacturer narrative:
It was reported by the site that the patient complains that battery does not hold a charge when fully charged and that it depletes very quickly. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time. Battery ((B)(4)) was removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 and is therefore not available for analysis. The batteries were part of fsca apr2014.1 for affected batteries that had exhibited a higher susceptibility for abnormal battery/power source "switching." Based on an internal investigation, it was determined that these batteries have the potential to malfunction due to faulty lishen cells within the hvad battery pack. The most likely root cause of the reported power switching event may be batteries with the potential to malfunction due to faulty internal cells. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient complains that battery does not hold a charge when fully charged and that it depletes very quickly. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time.